Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The unload button on the adapter was depressed and was unable to be pushed back to the resting position. The adapter was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. The lockout slider block was reset and the device was reassembled. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. When the reload was removed from the adapter, the adapter did not recalibrate immediately as expected. The unload button had to be pushed up and the device recalibrated. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure type: low anterior resection. According to the reporter: the opening and closing of jaws were confirmed before handing in to a doctor. When the surgeon inserted the device through the trocar and opened jaws, the reload was disengaged from the shaft and fell into the abdominal cavity, but was retrieved without a problem. After that, the reload was unable to load onto the adapter. It was confirmed that unload button was unable to move. Operating time was extended less than thirty minutes. There was no additional tissue resection. There was no tissue damage. There was no harm to the patient. No reinforcement material was used. The current patient status is good.

Manufacturer narrative:
(B)(4).